Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Small part had come out in mouth from the head of electric toothbrush [device breakage]. No adverse event [no adverse event]. Case description: a female reporter of unspecified age reported via e-mail on 26-apr-2017 that while brushing her teeth on (B)(6) 2017, she felt something in her mouth; a small part had come out from the head of the oral-b floss action brush head. No symptoms developed. Concomitant product: oral-b power rechargeable toothbrush handle professional care. No further information was provided. 28-apr-2017 follow-up via e-mail: the consumer reported she scratched the oral-b logo with a coin, but it didn't really come off; it was just marked more than anything. In terms of frequency of changing the head, she thought she changed this brush head around 3 months ago. She stated the brush head was due to be changed, but she was a little surprised when she had a little piece in her mouth. She reported she kept the brush head and the small part that came out. No further information was provided.